Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an issue with infusion set cannula was bent. The event occurred on 04-apr-2024. The events occurred within 3 or more hours after insertion. The insertion site was reported as abdomen and used about 1 and 1/2 days.the patient replaced the infusion set and resumed on insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.